Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. The reported device was received for evaluation; event was confirmed during testing. Evaluation found the worn components upon disassembly. There were no remedial actions taken on these device. These device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. There was no patient involvement; no patient impact.